Manufacturer narrative:
During investigation it was noticed that the optical cable of the red sensor is damaged internally, when the cable is twisted it is possible to reproduce the issue and hear the optical cable making clicking noise as when the optical fibre is broken. Root cause determined to be accidental damage, replacement device provided. Device beyond economic repair and disposed of. No further action required

Event description:
The perfusionist called today to inform that during a case yesterday the sensor worked intermittently. This morning it started by working normally then stopped. They restarted the unit, changed location of the sensor, checked for irregularities but it was not going on again. No visible damage is seen on the sensor, no change in the usual consumables, light on both heads of the sensor still flashing. No patient harm reported and no impact to patient safety.

Event description:
The perfusionist called today to inform that during a case yesterday the sensor worked intermittently. This morning it started by working normally then stopped. They restarted the unit, changed location of the sensor, checked for irregularities but it was not going on again. No visible damage is seen on the sensor, no change in the usual consumables, light on both heads of the sensor still flashing. No patient harm reported and no impact to patient safety.

Manufacturer narrative:
Device being returned to manufacturer, to be investigated on return.